Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the pb980 ventilator generated a "back up ventilation initiated" message and displayed "replace ventilator" on the small screen. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the unit entered backup ventilation from memory. The sp replaced the main back plane pcb (printed circuit board) and also replaced the exhalation housing due to broken latch mechanism. The ventilator passed all required tests and calibrations per manufacturer specifications and was returned to the customer. One backplane pcb and exhalation module chassis were returned to medtronic for further analysis. The backplane pcb was inspected and functionally tested with no malfunction or product deficiency observed. While the exhalation module latch assembly found the latch mechanism occasion stuck when attempting to unlatch. Although the backplane pcb was replaced, the returned component analysis found no faults and likely cause of event could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. The se replaced the main back plane board to resolve the r eported issue. The exhalation housing was replaced due to a broken latch. The unit passed testing and operated within the manufacturing specifications. The replaced components have been received at medtronic for further evaluation. A supplemental medwatch report with the findings will be submitted once the investigation is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The medtronic service engineer (se) inspected the device and found that the 980 ventilator had entered backup ventilation at the time of the event. The device is currently pending completion of the repairs. A supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 980 ventilator generated a "back up ventilation initiated" message and displayed "replace ventilator" on the small screen. The patient was placed on an alternate ventilator and there was no harm to the patient.